Event description:
Failure of device to operate correctly during tevar (thoracic endovascular aortic repair) procedure, abbott perclose. Total of 4 abbott perclose with the same lot number failed to operate correctly per md. No harm to patient. References reports mw5165048, mw5165049, mw5165050.